Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 03-jan-2024 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received in a specimen cup with an unknown fluid. The lens was visually inspected under magnification. The lens was received cut in half. The lens was cleaned and presented with no issues that would cause or contribute to the complaint event. Complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issue could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that iol serial number: 8106082130 had been previously reported under MFR report number 3012236936-2023-03255 - patient reported complaint. However, any additional reportable information received will be submitted under this report number 3012236936-2023-03252. Further information was provided stating: a male patient reported of intraocular lens (iol) explants on both eyes (ou) due to experiencing halos, glare and physical discomfort. Prior to surgery, the patient had cataracts and -600 vision in both eyes. After surgery the patient experienced glares and halos that impacted his ability to drive and go outside. The patient stated for nine (9) months light made him cry and even had trouble with lights on in the house. While the patient had the lenses, his eyelids felt like mushy sponges and were constantly bloodshot. The patient attributes the issue he experienced to coating and the design of the lenses, collecting too much sunlight. The patient was told her would see from "infinity to 14 feet" and he did not want to wear glasses anymore and to be able to read the paper. The patient saw other doctors and was advised to have them removed. The lenses were exchanged, and the patient has 20/20 vision in both eyes with johnson & johnson monofocal replacement lenses. The patient still has to wear glasses. A month later 1.75 left eye, 2.0 right eye. The patient is doing fine with the replacement lenses and only has some leftover conditions like itchy eyes and tears which are dissipating. He was given drops only for the standard post-op surgery and after that was told to use over the counter (otc) eye drops. During explant procedures, there were no other interventions or injuries. Only, was told that there was a little trouble explanting the right eye as it had healed. Patient weight information was also provided. Therefore, the information is captured in this supplemental report. The following fields were updated accordingly: section a-4 patient weight: 200 pounds. Section h-6: health effect - clinical code: 2138 - unexpected postop refraction, 2140 - glare, 2227 - halo, and 4559 - eyelid disorder. Section h-6: medical device problem code: updated to 3191 - dissatisfaction. Previously reported code was 2993 - no reported device problem. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfr00v model intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). In a secondary surgical procedure, the iol was explanted due to complaints of dysphotopsia and the explanted iol was replaced with a zcb00 14.0 diopter iol for -1.75 target. There was no patient injury. Patient outcome post-lens exchange was reported as stable post-op with symptoms resolved. No further information is available.